Event description:
It was reported that the patient self-administered two rounds of insulin via an external metered-dose injector overnight and the following morning while remaining connected to the ilet system, after which the agent provided education that any future outside insulin should be given only after pausing and disconnecting the ilet for two hours before reconnection. Symptoms included no hypoglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included case review and user education on correct operation and coordination of outside insulin with the ilet. Investigation of this case revealed user technique error involving concurrent external insulin administration without pausing or disconnecting the device; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and therapy management practices outside instructions for use.